Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 d microscope. Panasonic dmc tz8 digital camera. We made a visual inspection of all effected parts. At the thread we detected scratch marks, most probably caused by pliers. In the thread body (tulip) we found wear marks. The insert exhibits some wear marks, damages and a bent edge. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: there is no product deviation and no problem. The dismantling under the circumstances described above is normal and considered in the IFU. Rational: in view of the circumstances, especially the defects and wear marks like glossy areas at the bottom of the insert (most probably caused by an implanted glass ball blaseted rod), bended edge of the insert (most probably caused by micro movements of the rod), wear marks in the thread of the body (caused by a fully screwed in set screw), we assume, that the screw was implanted for a certain period of time. The disassembling of the screw (top, bottom and insert) is a normal event during explantation. Without further knowledge about the circumstances we assume, that the other damages of the insert induced during the explanation too. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the working end of the screw driver was broken when screwing for the l5. The fragment was removed. The screw insert was loosened when screwing before inserting a rod. The surgeon tried to reset the screw, the screw did not go in and the screw head was broken the broken screw was removed and the procedure was completed by using a new device. There was a harm to the patient was reported. There was a delay in surgery less than fifteen (15) minutes.